Event description:
It was reported that noise and impedance alert were observed upon interrogation. An insulation anomaly was noted. The lead was explanted.

Manufacturer narrative:
External insulation abrasion was found at 12.1 to 12.6cm from the connector pin consistent with friction to the ICD can. The etfe coating of the rv conductors was intact.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.